Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented for a routine device check. Upon interrogation, it was noted that the device had entered into storage mode in (B)(6) 2013. The patient was subsequently seen for a device change out procedure where the device was explanted and replaced. There were no adverse patient effects reported. A request for the return of the device was made but it was indicated that the device was sent to hospital pathology.